Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the acculan small drill. During surgery on (B)(6) 2019, the knob on the drill failed to switch if off. The procedure was an internal fixation of a distal radius fracture. The drill did not stop running. It was replaced with another drill and the operation continued. There was no patient harm; the reporter was concerned with the potential for injury if this malfunction occurred again. Further information has been requested.